Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the titanium port. On (B)(6) 2026, following the procedure, a complete compressive left pneumothorax was identified. During removal of the implantable port chamber, catheter rupture occurred, with the distal catheter segment remaining intracardiac. The patient was managed in the ICU with placement of a chest suction drain. Surgical removal of the intracardiac catheter by vascular surgery was scheduled for (B)(6) 2026. At the time of reporting, the patient was hemodynamically and respiratory stable, eupneic on room air. The port catheter was removed due to device malfunction identified by the anesthesiology team. Subsequent chest x-ray confirmed the presence of the fractured catheter segment within the cardiac cavity. The current status of the patient was unknown.